Event description:
Customer reports to have a blank display. Customer's blood glucose was 183 mg/dl. After troubleshooting, customer was able to solve the issue but states that he did not trust the insulin pump and requested for insulin pump to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was monitored for three days and no blank display was noted. No moisture damage was noted on the electronics. The insulin pump had normal operating currents and no unexpected battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a broken belt clip slot and cracked reservoir tube lip.